Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer stated when the nurse attempted to activate the safety device, the safety device became stuck half way up which caused the thumb to slip over the device and onto the needle causing a needle stick.